Event description:
The distal tip of the introducer was missing when the surgeon inserted a tri-lock stem into the patient¿s femur.a portable x-ray photo taken during the surgery showed that the missing tip was remaining inside the insertion point of the stem. The surgeon made the attempt of removing the tip, but it was buried deep inside, and there was no space to scrape the tip out.the surgeon eventually gave up the removal of the tip, and the surgery was finished. Due to this complication,

Manufacturer narrative:
Examination of the returned instrument confirms the tip broke off. Two pictures of x-rays were reviewed. The first was an ap view of the pelvis, where a tip seems to be seen above the insertion hole of the stem. The second is a screen shot zoomed at an implant where the tip seems to be visible near the bottom of the insertion hole. Review of the device history records found no discrepancies. Previous investigations, including evaluations by a depuy material scientist has determined that use error is the most likely root cause. Manufacturing or material error was not identified. It is however recognized that improvements are possible to alleviate this issue even if not used properly. Eco 292374 was approved and completed on january 15, 2010, which includes improvements to bolster the durability of this instrument. The complaint sample was manufactured in september of 2009, before the changes. Health hazard evaluations pra-860-2009-hhe in march 2009 and dva-105642-hhe in january 2011 were held to determine the risk involved with the tip of a modular stem inserter breaking off during surgery. The hhe from 2009 and again in 2011 concluded that no field action was required. Continue to monitor through sep 419 post market surveillance. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.